Event description:
While inserting central line the syringe from inside the kit would not pull back blood, only air. After procedure finished, attempted to aspirate water with same syringe, would only pull air. FDA safety report ID# (B)(4).